Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is being filed after the review of the following journal article: jordan m. Cloyd, ba, frank l. Acosta, jr, md, and christopher p. Ames, md. Spine volume 33, number 26, pp e977¿e982 (USA). The aim of this study was to investigate the effect of age on the perioperative and radiographic complications associated with multilevel (>or=5) fusion of the cervicothoracic spine. The following complication was reported: 1 - instance of intraoperative instrumentation failure. 4 - postoperative cases of instrumentation failure. 11 instances of postoperative screw backout. Mountaineer products was used as part of this study.